Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Concomitant medical products: series a patella with wire thin catalog # 184724 lot # 746980. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-03917, 1825034-2017-00800 & 00801).

Event description:
Patient underwent right knee revision procedure approximately seven years post-implantation due to ligament loosening, instability and wear. The femoral, tibial plate and poly tibial bearing components were removed and replaced.